Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated that she usually feels stimulation and she is no longer feeling it. The patient turned intensities up, changed programs, and still not able to feel stimulation. The patient has an upcoming appointment to troubleshoot in person. The issue has not been resolved at this time. Rep read the impedance of the lead and all were orange indicating a short. Electrode 5 is over 40,000 ohms. Connections are all read when reading the connections. An x-ray was also taken showing the lead has migrated down from top t9 to top t11 with contacts 4-7 out of the epidural space. The exact cause of the migration was not determined as the patient did not have any falls, etc. However, the lack of stimulation is due to the migrated lead. The hcp is presenting the option of a lead revision, but for the time being she will not pursue the revision. Issue has been resolved.